Event description:
It was reported that episodes were missing in the memory of the device. The patient was stable and will continue to be monitored; there were no adverse consequences.

Manufacturer narrative:
The reported complaint of a missing egms in a remote transmission was confirmed. The egm would have been retrieved in the previous remote transmission. Per design, in order to maximize the device longevity egms are not re-retrieved on subsequent interrogations. The transmission from was not received due to backend service degradation.